Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose (bg) level was in the 500s (mg/dl) with high traces of ketones. A manual injection was delivered to address bg level. Reportedly the customer had an alternate pump for insulin therapy.